Event description:
It was reported that a sureflex steerable guiding sheath was selected for use. The physician was aspirating the sureflex sheath but noticed there is a lot of air coming out. Then, the physician closed its valve with his finger and aspirated again, and no air was present. Only when he removed his finger, the air was present again during aspiration. It was noted that the sheath was leaking. The physician reported air ingress. Hence, the sheath was replaced, and issue was resolved. No patient complications were reported. The procedure was completed successfully. The product is expected to be returned for analysis. The leak was identified while the device was connected to the patient, during aspiration after insertion into the left atrium. Air was leaking into the sheath through the valve into the sheath. It was topped by closing it with a finger. The air was aspirated. No air was seen in the patient. Product has been received for analysis.

Manufacturer narrative:
The device has returned for analysis. Upon receipt at our post market quality assurance laboratory, the sheath was visually inspected and no damage was noted. The device passed flushing test and no air leasks or bubbles detected during flushing test. Next, during dimensional testing under vhx, it was revealed that the sheath valve on upper slit was within specification and some suspected damage. Finally, the device passed the leak test, as no leak was observed during any time. The reported allegation is confirmed based on the observed damage to the valve. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a sureflex steerable guiding sheath was selected for use. The physician was aspirating the sureflex sheath but noticed there is a lot of air coming out. Then, the physician closed its valve with his finger and aspirated again, and no air was present. Only when he removed his finger, the air was present again during aspiration. It was noted that the sheath was leaking. The physician reported air ingress. Hence, the sheath was replaced, and issue was resolved. No patient complications were reported. The procedure was completed successfully. The product is expected to be returned for analysis. The leak was identified while the device was connected to the patient, during aspiration after insertion into the left atrium. Air was leaking into the sheath through the valve into the sheath. It was topped by closing it with a finger. The air was aspirated. No air was seen in the patient.